Manufacturer narrative:
Concomitant products: product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead. (B)(4).

Event description:
Additional information received reported the manufacturer representative offered to see the patient and he declined.

Manufacturer narrative:
(B)(4).

Event description:
The patient wanted to have the company representative check his ins because ¿it¿s started to get to the point¿ where it will need to be replaced. The patient charges the ins twice a week, sometimes 3, depending on how he runs it. The patient was ¿turning it down because it dies so fast.¿ it was like he needs to keep the recharger on it to keep it recharged. No error codes were seen. This event started ¿last year probably mid summer." Additional information has been requested.

Event description:
Additional information received reported that since march the patient had been having to charge the implantable neurostimulator (ins) every day and some days, the ins didn¿t last through the day. The healthcare provider (hcp) stated they sent the patient to a pain clinic on (B)(6), but they ¿dropped it,¿ (as in they dropped the patient¿s case). The hcp was not aware if the patient had a fall, turned their parameters up, etc. The hcp was worried there would be repercussions for their staff if they couldn¿t help the patient. It was advised that a manufacturer¿s representative (rep) be contacted to evaluate the system.